Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker exhibited significant noise on the atrial channel. Observed noise was oversensed and resulted in inappropriate atrial tachy response episodes to be stored. Technical services advised there are no reprogramming recommendations at this time and suggested the clinic continue to monitor. This pacemaker remains in service. No adverse patient effects were reported.